Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as red and itchy from an allergic reaction to nickel. There was no alleged device malfunction contributing to the irritation. The patient said her sister is a nurse and she's using vinegar/water as well as athletes foot powder on the affected area. Follow up indicated that the skin irritation improved. A us distributor contacted zoll to report that a patient developed an rash under the lifevest equipment. The patient described the area as red and itchy rash. There was no alleged device malfunction contributing to the irritation. The patient said her sister is a nurse and she's using vinegar/water as well as athletes foot powder on the affected area. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. The patient described the area as red and itchy from an allergic reaction to nickel. There was no alleged device malfunction contributing to the irritation. The patient said her sister is a nurse and she's using vinegar/water as well as athletes foot powder on the affected area. Follow up indicated that the skin irritation improved.